Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results of the catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (5mg/ml at 3.3 mg/day) via an implantable infusion pump. The indication for use was noted as malignant pain, postlaminectomy pain, and spinal pain. It was reported that during a repositioning of the pump the hcp didn't get good flow from the catheter access port (cap). The cap was aspirated with a cap kit 24 gauge needle. The physician wanted to check for any abnormal leaks. As a result, the hcp replaced the catheter with 36cm of a distal revision kit. The patient status at the time of this report was 'alive - no injury.' The patient went home okay. The doctor had just wanted to see if there were any holes in the catheter. It was further reported the pump repositioning was performed because the patient wanted it moved from her buttocks to her abdomen. The patient did not like the location when sitting and wanted the pump moved where most people got it. A catheter leak was noticed and was not anticipated. The leak was found by drawing from the cap and it wasn't aspirating as freely as usual. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter showed a catheter body user related hole. Under microscope inspection, a hole was found. It is not possible to determine how and when this hole may have occurred but they seem to be the results of some type of mechanical force. The hole is not related to the manufacture of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.